Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter product ID neu_ unknown_cath lot# serial# unknown implanted: explanted: section d information references the main component of the system. Other relevant device(s) are: product ID: unknown serial/lot# unknown ubd unknown, UDI# unknown h3 - analysis of the pump found no significant anomaly. The sutureless connector portion of the catheter was returned. Analysis of the sutureless connector found ¿catheter sc (sutureless connector) non-significant dent in seal ¿ did not affect infusion¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: j10908r38, implanted: (B)(6) 2001, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving bu pivacaine 5 mg/ml for a total dose of 1.145 mg/day and hydromorphone 10mg/ml for a total dose of 2.29 mg/day via an implantable pump. It was reported the reason for call was to ask if there was a ligation procedure for the 8709. Labeling was discussed with rep. The rep stated that they plan to do a catheter revision on this patient because they "had a failed dye study and the patient has complained of not getting relief. The hcp has also reported pulling out more drug then is expected at pump refills and for those reasons they are proceeding with a catheter revision today(B)(6) 2021. The rep believed the physician may attempt to ligate the 8709, but that they will have them consider replacing the 8709 with an 8780 since the 8709 catheter was implanted in 2001. The rep did not have any more information on the catheter issue/history of volume discrepancies. The patient's weight was asked and unknown. The event date was asked but unknown. No further complications were reported/anticipated.

Manufacturer narrative:
H6: device code a14 no longer applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
2021-02-17 rp (rep): the pump and catheter were returned to the manufacturer for analysis. It was reported that there was a ¿tubing leak on connector.¿

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# j10908r38 implanted: (B)(6) 2001 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.